Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. Upon power up, the screen brightness check failed and cycled through levels 1 to 10 and the brightness of the display remained too dark to be visible. The cycler underwent and passed a voltage check. It was identified that the cause for the dim screen was due to an internal short present transformer on the inverter board. A known good inverter board was installed, and the display became fully operational. An internal visual inspection of the returned cycler encountered a loose screw inside the cycler. The pump assembly was missing a screw securing the pump to the baseplate. Pressure sensor 1 tubing was not routed under the yellow tubing from pump manifold b side. Pressure tank tubing was not routed under manifold b. The clear pneumatic tubing did not have the required zip ties. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed, and the cause was determined to be an internal short on transformer on the inverter board. The cycler was refurbished following the evaluation.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported that the screen of a patients liberty select cycler went dim during power up prior to the patient starting their peritoneal dialysis (pd) treatment. At that point in time, the technical support representative advised the pdrn to discontinue use of the cycler. A replacement cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, the patient confirmed that there were no adverse events or medical intervention required as a result of the reported event. The patient was able to complete treatment. The cycler was returned to the manufacturer and a replacement cycler was provided and received. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the transformer on the inverter board was identified.